Event description:
I have been unable to enter a store without wearing a face covering/mask, most stores do not allow for medical exemptions, (B)(6) chief among them. I am now suffering from anxiety, headaches and shortness of breath. Homemade. FDA safety report ID# (B)(4).